Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a vitrector did not work. The timing of the event and patient impact are unknown. (B)(4).

Manufacturer narrative:
This file is a duplicate of mfg# 2028159-2016-04649. There will be no further reports sent in under this mfg # of 2028159-2016-04915. (B)(4).